Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that the insulin pump had a recurring compromised force sensor system alarm. It was also mentioned that the insulin pump was squirting out insulin when the customer refills it. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system during the basic occlusion test due to loose or protruded drive support disk. Insulin pump received with missing end cap sticker noted.